Event description:
It was reported to boston scientific corporation that during the posterior part of an anterior/posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the needle detached from the mesh leg, and was caught inside the capio device. The procedure was completed with another pinnacle posterior pfr kit, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
No information available from user facility. The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.